Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00179-1 this report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Unique device identifier (UDI) number was added. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Investigation type codes were added: 3331, 4109, 4110 and 4111. Investigation findings code was added: 3252. Investigation conclusions codes were added: 4307. Narrative/data was updated. One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) & one (1) imp,tsv,4.1mm,sbm,8 (tsv4b8) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Fracture identified around the collar of both implants. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot numbers (63718878 & 63811776). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63718878 & 63811776) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is long term parafunctional habits of patients (e.g., clenching, bruxism and overloading) no further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that when the patient came to the outpatient clinic for examination, the implants at tooth sites #46 and #45 were found to be fractured. The doctor knows that the patient has the habit of clenching their teeth and usually grinds their teeth when sleeping at night, which causes the implant to fracture, so the implant was removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00179. Zimmer biomet complaint number (B)(4). (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.